Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to database error. A field service engineer contacted a technical support specialist regarding the corruption of the database in order to address the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system became unresponsive while on the desktop. The customer indicated that this issue caused delays in the medication dispensing process. There were no adverse events or injuries reported based on this incident.